Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s therapy was turning off by itself. They stated that when the screen shuts off on the controller, the stimulation shuts off. The patient indicated that they knew it wasn¿t working because they did not feel the tapping. This happened twice on saturday and 3 times on sunday. They had shut the device off for unrelated bunion surgery yesterday and mentioned the issue happened a couple of times yesterday and 3 times this morning. It was unknown if the ins status was correctly confirmed during these events. Programmer button use and synchronizing were reviewed with the patient. During the report, the ins status confirmed the stimulation was on and at 2.4 volts. However, the patient stated that it was off. When asked why they thought this, the patient stated that it was because they did not feel it. It was reviewed with the patient that they did not have to feel the stimulation for it to work and to focus on the therapy. The patient stated that before implant of the device, they had a bowel movement once every 5-6 days and had incontinence the whole day. However, since implant, they had a bowel movement yesterday and no incontinence. The patient was told that the device appeared to be working. There were no further complications reported or anticipated.